Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient went into complete heart block upon the initial placement of this right ventricular (rv) lead. The lead also showed no capture and the impedances were out of range. The physician decided to use another lead for temporary pacing. This lead was never in service. No additional adverse patient effects were reported.